Event description:
Technician was removing closure from tube, when the tube broke. The tech was cut on the thunb. The technician was wearing gloves and the wound was cleaned and bandaged. No medical treatment was given. Baseline testing was given to pt and user.